Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.remains implanted.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to femoral component loosening; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Discarded.

Event description:
It was reported that patient underwent a total hip arthroplasty approximately twenty (20) years ago. Subsequently, a revision procedure was performed on (B)(6) 2016 due to loosening of the competitor femoral stem. During the procedure, the surgeon noted osteolysis on the femur and acetabulum. All components were removed and replaced.